Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a112803223m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false positive" failure mode, prior to the reported receipt date of (B)(6) 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a112803223m1: sample vial lot DHR review: 2203077, 2203076, 2203074, 2203078, 2203079, 2203075, 2203374.(associated internal lot # 220124-5j, 220124-5q, 220124-5o, 220124-5l, 220124-5m, 220124-5p, 220124-8j). Test lot dhrs review: 2203133, 2203114, 2203114, 2203144, 2203143, 2203196, 2203216, 2203196, 2203072, 2203072, 2203082, 2203072 (associated internal lot # 220305-6i, 220305-6a, 220305-6b, 220305-6u, 220305-6t, 220305-9f, 220305-9r, 220305-9i, 220305-3a, 220305-3c, 220305-3j, 220305-3b). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant took a rapid test (antigen) that showed a negative result prior to performing a lucira test (molecular) with a positive result. Within 1-4 hours after performing the lucira test, the complainant took a lab pcr test with a negative result for confirmation.

Manufacturer narrative:
On (B)(6) 2022, the complainant reported one alleged false positive result (3016521623-2022-00268; initial 30-day MDR filed 08/05/2022). The complainant returned the reported device with kit lot number kit lot#k08a112803223m1 and test kit #3a3m4y4b which was received on august 15, 2022. A failure analysis (fa2125) test was performed on (B)(6) 2022. Upon arrival the sample vial was still engaged in the device. Downloaded data from the device showed a positive result with no error code observed. The returned device functioned as intended. Additional information updated: section g6-follow-up: 001 section h2-device evaluation section h3-device evaluated by manufacturer: yes section h6- type of investigation: 10-testing of actual/suspected device section h6- investigation conclusion: 67-no problem detected.